Event description:
It was reported that during procedure, three separate fibers were tried however no energy would pass down the fiber. A connection issue was also indicated. The patient who was under general anesthesia was woken up and will need further surgery. The procedure was not completed due to this event. It was noted that there was no issue with the laser. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown. Device 3 of 3.